Event description:
It was reported that this right atrial (ra) lead had exhibited high pacing threshold measurement. This ra lead was explanted and replaced with same model. No additional adverse patient effects were reported.